Event description:
It was reported that battery had been taking longer to charge than usual. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.